Manufacturer narrative:
(B)(4) follow up MDR supplemental for device evaluation. As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan, cp-61 during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months.

Event description:
No additional information received. This complaint was reported by (B)(6) hospital. This problem has been reported by hospital head nurses based on some equipments like infusion set or k extension tube couldn't be fixed well so injection fluid leakage occurs during IV therapy. It is worth mentioning this problem is happening continuously while this didn't exist with other lot number of vps that has been used earlier. Pir with aeq available in the attachments below.

Manufacturer narrative:
The returned vps samples passed the visual inspection, luer cone inspection and catheter adapter leak test. No abnormality was observed. As the reported defect was not observed from on the returned sample, the customer experience cannot be determined. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Event description:
This complaint was reported by iranmehr hospital. This problem has been reported by hospital head nurses based on some equipments like infusion set or k extension tube couldn't be fixed well so injection fluid leakage occurs during IV therapy. It is worth mentioning this problem is happening continuously while this didn't exist with other lot number of vps that has been used earlier. Pir with aeq available in the attachments below.

Event description:
This complaint was reported by(B)(6) hospital. This problem has been reported by hospital head nurses based on some equipments like infusion set or k extension tube couldn't be fixed well so injection fluid leakage occurs during IV therapy. It is worth mentioning this this problem is happening continuously while this didn't exist with other lot number of vps that has been used earlier. Pir with aeq available in the attachments below.

Manufacturer narrative:
The returned vps samples passed the visual inspection, luer cone inspection and catheter adapter leak test. No abnormality was observed. As the reported defect was not observed from on the returned sample, the customer experience cannot be determined. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga was leaking at luer connection the following information was provided by the intial reporter; "this complaint was reported by (B)(6) hospital. This problem has been reported by hospital head nurses based on some equipments like infusion set or k extension tube couldn't be fixed well so injection fluid leakage occurs during IV therapy. It is worth mentioning this this problem is happening continuously while this didn't exist with other lot number of vps that has been used earlier."